Event description:
It was reported that the ventilators inspiratory pressure transducer could not be calibrated. An fse from allegiance healthcare repaired unit and found that the inspiratory pressure transducer was defective. Fse replaced defective pressure transducer, recalibrated unit and performed functional check. The ventilator was operating within manufacturers specifications and was returned back to service. No report of patient involvement has been received. Inquiries ongoing.